Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective. There were black vertical stripes on the screen. The stripes were getting bigger and are almost halfway across the screen.